Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient passed away due to use of the device. The cause of the death was not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient passed away due to use of the device. The cause of the death was not provided. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated.